Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture and capsular contracture, baker grade ii. Device has been explanted and replaced. This relates to the left side.

Event description:
Healthcare professional reported implant rupture and capsular contracture, baker grade ii. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Cont e1 phone number- (B)(4) corrected data: e1, g2

Event description:
Healthcare professional reported implant rupture and capsular contracture, baker grade ii. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.